Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. Additional information was received that the patients explant procedure occurred over a year ago. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago. Block d6b: explant date is over a year ago.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason.